Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At initial activation in situ measurements showed some affected channels and facial nerve stimulation was present. The patient will be seen again for repeated in situ measurements.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally wire breakages due to excessive mechanical stress were observed. Further the recipient suffered from facial nerve stimulation during single channel stimulation. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
At initial activation in situ measurements showed some affected channels and facial nerve stimulation was present. According to new information, the device has been explanted, with the user having stopped using the left implant due to a lack of benefit, and five electrodes turned off. The field was not aware of the clinic's revision plans and could not perform additional measurements before the revision. The user was reimplanted with a device from another manufacturer.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: damage to the active electrode appears likely; however currently available information does not allow identifying a more specific root cause. A device investigation of the explanted device is necessary. Additionally, it is reported that the recipient had facial nerve stimulation during individual electrode stimulation of electrode 6 - 12; however, this was not present during live voice stimulation. The clinic has decided not to revise the recipient anytime in the foreseeable future.

Event description:
At initial activation in situ measurements showed some affected channels and facial nerve stimulation was present. The clinic has decided not to revise the recipient anytime in the foreseeable future.